Event description:
A customer reported that their pump's battery was depleting too quickly. There was no adverse impact on the customer's blood glucose level. Reportedly the customer continued to use the pump for insulin therapy.